Manufacturer narrative:
A visual examination confirmed the reported event. Engineering stated that the weld at the tip appeared to be broken and therefore, when the instruments experience an applied torque, the tips may spin. Hardness testing of the returned product confirmed proper manufacturing and processing. The manufacturing records were reviewed finding one dmrr unrelated to the current reported event; no other anomalies were found in the documentation. The incident report states the patient was "well fused"; this fusion may have caused the excessive forces on the instrument during removal. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity during usage of the device.

Event description:
It was reported that the system instruments broke during screw removal. Event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 6 mdrs filed for the same event (also see 0002242816-2013-00059/00064).